Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during surgery, the tip of the screw broke inside the drill hole. The device could not be retrieved and will remain inside the patient. No further details given.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The evaluation revealed that the screw's tip was broken-off. The device met all material specifications as received. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. Product directions for use (B)(4) informs users to "insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during surgery, the tip of the screw broke inside the drill hole. The device could not be retrieved and will remain inside the patient. No further details given.